Manufacturer narrative:
(B)(4). Mfg site name- (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6), 2017. Reportedly, the laser unit used was a lumenis holmium 100 watt console. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was retrieved. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 272.0 cm from the top of the connector to the break. The second measured approximately 4.5 cm from the break which includes the entire distal tip. The condition of the returned device does not confirm the reported event that the tip of the fiber broke off inside the patient because the tip was not detached. However, the complaint was confirmed for a broken fiber. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis holmium 100 watt console. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was retrieved. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.